Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved by the service actions.

Manufacturer narrative:
The lot numbers and expiration dates of the na and cl electrodes were requested, but not provided. The field service engineer inspected and changed all tubing of the rinse station. H3 other text : na.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode and the cl electrode on a cobas 6000 c501 module. During each occurrence, the na and cl measurements are initially high (examples: 210 mmol/l for cl and 223 mmol/l for na), and when repeated, the values are normal. Data was provided for six patient samples with discrepant results. No questionable results were reported outside of the laboratory. The first sample initially resulted in a cl value of 122 mmol/l and it repeated as 105 mmol/l. The second sample initially resulted in a na value of 149 mmol/l on (B)(6) 2023 and it repeated as 139 mmol/l. The third sample initially resulted in a na value of 154 mmol/l on (B)(6) 2023 and it repeated as 140 mmol/l. This sample initially resulted in a cl value of 210 mmol/l on (B)(6) 2023 and it repeated as 104 mmol/l. The fourth sample initially resulted in a na value of 155 mmol/l on (B)(6) 2023 and it repeated as 143 mmol/l. This sample initially resulted in a cl value of 193 mmol/l on (B)(6)2023 and it repeated as 103 mmol/l. The fifth sample initially resulted in a cl value of 115 mmol/l on (B)(6) 2023 and it repeated as 104 mmol/l. The sixth sample initially resulted in a na value of 223 mmol/l on (B)(6) 2023 and it repeated as 137 mmol/l.